Event description:
It was reported that during bowel surgery, the device did not staple all the way. There was a leak afterwards and the anatomosis site had to be sutured before the pt left surgery. The procedure was completed. The pt is stable at present.